Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements eventually resulting in high out of range pacing impedance measurements greater than 2,000 ohms. All other lead measurements were noted to be stable and acceptable. A revision procedure will be planned for an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated this crt-p was explanted and the rv lead was surgically abandoned. The lead was not tested on the pacing system analyzer and there was no damage observed on the lead. No additional adverse patient effects were reported.